Event description:
It was reported that the patient's generator had allegedly depleted too early. The patient's generator was replaced in surgery. Attempts for additional information showed some limited historic settings to update a battery life calculation. Additionally, it was determined that the low battery indicator seen was likely the 25% life remaining indicator. The explanted generator has not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
Follow up with the office of the treating physician revealed more complete settings for the patient¿s generator prior to explant. The most major change not previously captured was noted to be the increase in pulse width. The explanted generator was received by the manufacturer, and product analysis was subsequently completed. Visual examination showed only observations consistent with the explant process; no surface abnormalities were noted on this device. Both interrogation and system diagnostic tests were performed. An electrical load was attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.799 volts during functional testing and showed an ifi=yes status. The internal device data showed that 95.843% of the battery had been consumed. No abnormalities were detected in the internal device data. There were no performance or any other type of adverse conditions found with the pulse generator. No additional pertinent information has been received to date.